Manufacturer narrative:
Correction: conclusion code updated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Please note that this device was previously reported on 2016-aug-23 to have been lost. The device has now been received on 2017-feb-01 at the site for analysis. (B)(4).

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0209094999, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a loss of stimulation and a complete loss of effect in approximately early (B)(6) 2016. All impedances were measured to be greater than 4,000 ohms and it was stated that the "electrode" was "defective." It was unknown what factors may have led or contributed to the issue. The patient could not remember a fall or something similar. The lead was replaced. During the procedure, the lead was severed/cut during explant. No device issues were noted during the procedure. Following the replacement, the issue was resolved.

Manufacturer narrative:
Analysis of the lead, model 388928, found lead body conductor broken at or near tines.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.